Event description:
Hcp reported the pt presented with redness and pain of the device pocket in 9/2002. A culture of the device pocket was negative for organism growth. The pt was treated with IV antibiotics. The infection resolved and there was no drug withdrawal.